Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that when the charger is plugged in, the chair still drives.